Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 29-dec-2017 with the following findings: investigation revealed that the battery compartment was cracked along the side of the pump.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was damaged. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit.